Event description:
Device 1 of 2. See manufacturer's report number 1627487-2010-00356 for device 2. On (B) (6) 2010, the patient was implanted with a scs system. On (B) (6) 2010, it was reported that the patient was taken to the emergency room with a fever of 102 degrees. The patient's lower back was swollen around ipg and lead site. The doctor tapped the fluid and sent it to a lab for analysis. The fluid tested positive for (B) (6). The system was explanted on (B) (6) 2010. The patient was given IV antibiotics and hospitalized for six days. The patient was released on (B) (6) 2010, and is currently doing well.

Manufacturer narrative:
Device evaluation 1 of 2. See manufacturer report number 1627487-2010-00356 for device 2. Results:the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.